Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the electrode detached from the jaw and active rod, the electrode was not returned. Upon visual inspection under magnification it was noted that the ceramic was missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that there was a fault with the device. The tip sheared off the end of the instrument during use and dropped into abdominal cavity. It was retrieved by the surgeon. No harm to the patient.